Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation concurrently with enterocele repair, uterosacral colpopexy, posterior colporrhaphy, cystourethroscopy, and excision of right inguinal skin tag on (B)(6) 2011; due to stress urinary incontinence, vaginal/uterine prolapsed, rectocele, cystocele, enterocele, urethral hypermobility, and interstitial cystitis. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, continued urinary incontinence, retention and leakage, vaginal scarring, urinary, vaginal and yeast infections (x7), pain in urethra while urinating and abnormal bowel movements, chronic weakness, fever, blood in my urine, and overall decrease in health, physical pain and discomfort as well as severe depression and anxiety. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.